Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15444. Related manufacturer reference number: 1627487-2021-15445. It was reported that the patient experienced ineffective therapy due to high impedances. The patient reports living a very active lifestyle. X-ray imaging confirmed the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted.